Manufacturer narrative:
Common device name: ultram14 16in straight tip. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
End user reporting having a uti while using the ultram14 catheters that resulted in a 4 day hospitalization. He said "he is aware with catherization he can put himself at risk for uti. He said he went into the ER and was admitted into the hospital last sunday and stayed 4 days diagnosed with a uti after urine testing (ua and urine c & s) done and confirmed uti. He said he knew he had a uti because he had frequency to cath about every 20 min and sudden urgency. His heart was racing about 110 beats per minute as well which was another reason he was admitted. He said his urine was darker looking, denies any blood, and had a fever that he remembers was 100.8f. He is immunocompromised as he has stage 4 cancer multiple myeloma as well. He said they gave him IV antibiotics while he was in the hospital and he is feeling better now. He remembers no issues with the catheters out of his usual discomfort he feels with every kind of brand of catheter placement in his urethra at times that has occurred ever since he started cathing 13 years ago for retention. Nothing he felt was unusual with the catheters themselves or his experience with them prior to cathing prior to his uti. No abnormalities noted on the catheters." End use did state "he is not often mindful of washing his hands prior to cathing. He does not wipe with an antibacterial wipe prior to cathing. He does use the no touch sleeve and makes sure he keeps the catheter sterile when inserting."